Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient experienced insulin flow blocked alarm due to occlusion issue event on (B)(6) 2026. The blockage is located at the site. No further information available.